Event description:
It was reported the customer had high blood glucose of 48 mg/dl, treated with orange juice. Call got disconnected, no further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.